Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). Visual inspections were performed on the returned device. The reported kink and leak were confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the proximal shaft of the 2.5 x 20 mm trek balloon dilatation catheter was accidentally kinked when it was removed from the dispenser coil and during preparation it was observed to be leaking at the kink. There was no patient involvement. The trek was exchanged for another trek and the procedure was completed without any further issues. There was no reported clinically significant delay in the procedure. No additional information was provided.